Event description:
Knee replacement in (B)(6) 2017. As a result I could not walk properly and was in constant pain. Despite return visits to my specialist proves fruitless. I then sought advice from another surgeon who took out the original knee and told me it was an attune knee and it was a faulty implant. The new knee is working well, I understand it is a stryker product. FDA safety report ID# (B)(4).